Event description:
Boston scientific received information that the atrial lead impedance measurements have increased to 2,509 ohms. Threshold measurements have also increased. No atrial pacing is required so the device was programmed to vvi 40 bpm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.